Event description:
The manufacturer was contacted in reference to a thermal allegation on a dreamstation auto CPAP. The manufacturer received information alleging a smoking smell from the device. There were no allegations of harm or serious injury. No medical intervention was specified by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported "the manufacturer was contacted in reference to a thermal allegation on a dreamstation auto CPAP. The manufacturer received information alleging a smoking smell from the device. There were no allegations of harm or serious injury. No medical intervention was specified by the patient." Despite multiple good-faith efforts (B)(6) 2026) the device has not been returned to the manufacturer. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report with be completed.